Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 15aug2019. The field service engineer (fse) was able to resolve the leak. The fse did report that the front bezel was replaced to address the nav-ring failure. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that during preventative maintenance there was a leak in the patient circuit and that the nav-ring was not working. There was no patient involvement.